Event description:
Information was received that a smiths medical pain management kit failed to work on the patient. It did not produce an effect. It was reported the patient did not have any anatomical issues that led to insertion difficulties. Because the kit was not working, patient was forced to receive general anesthesia to finish c-section. Event was reported to be abated after incident.